Event description:
The customer reported a leak when using the unicel® dxc 800 synchron® system. The customer had completed quality control sample testing, and had began weekly routine maintenance when the leak was identified. The leak was described as liquid, 5-7 ml in volume, in the drip tray over the reagent compartment. The customer determined through troubleshooting that the source of the leak was the cartridge chemistry reagent probe a. The leak was contained to the instrument. The operator wore gloves and a lab coat while operating the instrument. There was no report of operator exposure or injury. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and confirmed a leak from reagent probe b. The customer had incorrectly identified reagent probe a as the leaking probe when the issue was first reported to customer technical support. The fse replaced the collar wash valve to correct the problem. Identified failure mode: the failure mode is the collar wash valve (p/n 472689). Leaking from the collar wash valve can impact any or all chemistries, including critical chemistries, upon recur. (B)(4).